Manufacturer narrative:
H3: analysis was not conducted as the device was received in a non analyzable state. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced new pain unrelated to baseline, walking difficulty, I mmobility, loss of balance, and was unable to get out of bed. The patient contacted the physician and reported significant pain and difficulty walking. The physician ordered a magnetic resonance imaging (MRI), which revealed fluid on the image. The patient was found to have a lumbar hematoma. Device removal was performed, and both the lead and implantable pulse generator were explanted. The issue was resolved, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.